Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose level of (20 mg/dl). Reportedly, on (B)(6) 2016 the customer had eaten and not bloused for the snack and still went low. The customer fell and was found by the husband who delivered a glucagon shot to stabilize bg level. The customers arm was bruised from the fall. The customer was seen by health care provider (hcp) who indicated no long term injury/damage had occurred. The hcp removed the customer from the pump. However, the customer still experienced a low bg while off pump therapy and was hospitalized on (B)(6) 2016 with a bg level of (13 mg/dl). The customer was treated and a glucagon shot was given to stabilize bg level. The customer was released from the hospital on (B)(6) 2016. During the call with tandem technical support, the customer stated that the low bg's could potentially be due to morning basal rate. The customer was assisted with decreasing morning basal rate settings.